Event description:
The pt's spouse reported the pt was admitted to the hospital with symptoms of extreme lethargy and drowsiness. The spouse indicated that the pt had recently fell down some steps and had a severe headache. The hcp is considered troubleshooting options. The drug contained in the pt's pump is unknown. The final pt outcome is unk. Add'l info has been requested, but was not available at the time of this report.